Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: 3006705815-2018-01545. It is unknown which lead was disconnected thus both leads are reported. It was reported the patient underwent surgical intervention on (B)(6) 2018, where a new lead was added to improve coverage of the pain pattern. In addition, one of the previously implanted leads is no longer connected to the ipg. Postoperatively, the patient is receiving stimulation.